Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, that images are not displayed when the 290 series scope is used due to a failure of the scope connector. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the image did not appear even when the 290 series scope was connected to the light source. The issue was found during preparation for a diagnostic colonoscopy procedure. The procedure was completed with a similar device and there was a delay in changing the trolley. However, there was no patient impact and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was image noise due to connector board failure. Also, it was noted that the hexagonal wrench was missing and found that the light intensity had decreased due to xenon lamps used for more than 500 hours. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.